Event description:
According to the reporter: occurred during an anastomosis procedure. The circular stapler was difficult or unable to close. The device was not ultimately able to be closed. In order to resolve the issue and complete the case, the surgeon had to manually suture the anastomosis. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscope examination of the device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred during an left colectomy anastomosis procedure.